Manufacturer narrative:
Correction to field h11: additional MFR narrative. Correction to field h8: usage of device. An investigation confirmed failures related to the device powering up and evidence of thermal damage. Review of provided images revealed visible burn marks and discoloration on internal wiring and surrounding components, along with multiple system errors indicating impaired functionality. Despite prior component replacements, the issue was not resolved. The investigation determined that the observed operational issues were attributable to damage of an internal harness component. A risk review was completed and confirmed that the event of device fire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record review confirmed that the device met all material, assembly and performance specifications. The event is consistent with an expected component-level failure. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after a component replacement, the unit would not power on consistently and continued to exhibit operational issues. During inspection, signs of burned material were observed inside the system. Although the unit was able to power on at times, the issue persisted. No patient involvement was reported.

Manufacturer narrative:
An investigation confirmed failures related to the device powering up and evidence of thermal damage. Review of provided images revealed visible burn marks and discoloration on internal wiring and surrounding components, along with multiple system errors indicating impaired functionality. Despite prior component replacements, the issue was not resolved. The investigation determined that the observed operational issues were attributable to damage of an internal harness component. The event is consistent with an expected component-level failure. No manufacturing or design deficiencies were identified, and no further escalation is required.

Event description:
It was reported that after a component replacement, the unit would not power on consistently and continued to exhibit operational issues. During inspection, signs of burned material were observed inside the system. Although the unit was able to power on at times, the issue persisted. No patient involvement was reported.

Event description:
It was reported that after a component replacement, the unit would not power on consistently and continued to exhibit operational issues. During inspection, signs of burned material were observed inside the system. Although the unit was able to power on at times, the issue persisted. No patient involvement was reported.